Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).INVESTIGATION SUMMARY: According to the information received, "CONNECTION NO LONGER LASTS".The product was returned to DePuy Synthes for evaluation.Visual analysis of the returned device found that the STD STRAIGHT STEM INSERT SHAFT was deformed from the tip.The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures.A functional test was unable to be performed due to the post-manufacturing damage. However, taking in consideration the deformed condition observed on the tip, it is reasonable to confirm a difficulty on the assemblance of the device with its mating component.A dimensional inspection was not performed since it was not applicable to the complaint condition.The overall complaint was confirmed as the observed condition of the STD STRAIGHT STEM INSERT SHAFT would have contributed to the complained device issue.¿Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of DePuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.DEVICE HISTORY LOT ==> 1) Quantity manufactured:(b)(4) pcs.2) Date of manufacture: 8/15/2019.3) Any anomalies or deviations identified in DHR: 1 Nonrelated.4) Expiry date: N/A.5) IFU reference: 090200836, rev G.DEVICE HISTORY REVIEW: A manufacturing record evaluation was performed for the finished device 259807430 Lot Number PG289896 number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified.Added: D9.Corrected: H3.

Manufacturer narrative:
PRODUCT COMPLAINT # (B)(4). DEPUY SYNTHES IS SUBMITTING THIS REPORT PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH DEPUY SYNTHES HAS NOT BEEN ABLE TO INVESTIGATE OR VERIFY PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY FDA, DEPUY SYNTHES OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE DEVICE, DEPUY SYNTHES, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF THE INFORMATION IS UNKNOWN, NOT AVAILABLE OR DOES NOT APPLY, THE SECTION/FIELD OF THE FORM IS LEFT BLANK. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL MEDWATCH, A FOLLOW-UP MEDWATCH WILL BE FILED AS APPROPRIATE. D4: UDI: AS THE LOT NUMBER FOR THE DEVICE INVOLVED IN THE EVENT WAS NOT PROVIDED, THE FULL UDI IS CURRENTLY NOT AVAILABLE.

Event description:
IT WAS REPORTED THAT THE CONNECTION DID NOT LAST ON THE STD STRAIGHT STEM INSERT SHAFT DURING SURGERY. NO PATIENTS OR USERS WERE HARMED. THERE WAS NO SIGNIFICANT DELAY. ALL AVAILABLE INFORMATION HAS BEEN DISCLOSED.